Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and other. It was reported that on (B)(6) 2005 the patient underwent explants due to erosion-removal of foreign body in bladder.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/27/2016. Additional information: age at time of event, weight, other relevant history. (B)(4). It was reported that following insertion the patient experienced urge urinary incontinence, and chronic cystitis.